Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter was implanted due to unspecified reasons. No patient complications were reported.

Event description:
It was reported that the patient had a non-boston scientific atoms sling implanted on an unknown date. The patient experienced incontinence with the sling. A new artificial urinary sphincter was implanted, and the patient was good post procedure. There were no patient complications.